Event description:
It was reported that balloon rupture occurred. Access was obtained via the femoral artery. The de novo target lesion was located in the moderately tortuous unspecified vessel. A 2.00mm x 12mm maverick²¿ balloon catheter was advanced to predilate the lesion however, a leak was noted on the first inflation. The device was completely removed from the patient and it was noted that the balloon had ruptured. The procedure was completed with a different device. No patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter with no other devices. The device was pressurized with an inflation device filled with water. Magnified inspection identified a pinhole in the balloon material 0.5mm from the distal edge of the proximal markerband. Microscopic examination of markerbands and proximal bond presented no irregularities that could have contributed to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. Access was obtained via the femoral artery. The de novo target lesion was located in the moderately tortuous unspecified vessel. A 2.00mm x 12mm maverick²¿ balloon catheter was advanced to predilate the lesion however, a leak was noted on the first inflation. The device was completely removed from the patient and it was noted that the balloon had ruptured. The procedure was completed with a different device. No patient complications were reported and the patient¿s status was stable.